Manufacturer narrative:
Investigation results: to date this device has not been returned for evaluation. A follow-up report will be sent upon receipt of this device and completion of an investigation. The instructions for use cautions the user: exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage.

Event description:
The customer reported that during use of this tendon stripper for harvesting the graft for an acl reconstruction, the tip broke in the posterior thigh muscles. This event required the surgeon to make an open incision to retrieve the device and harvest the graft. There was approximately a 1 hour delay related to this event. In addition, the surgery was completed using an alternate surgical technique.